Event description:
It was reported that during the left ventricular (lv) lead implant, when trying to slit the catheter, the suture sleeve on the lead was in the way and the lead became severly kinked. It was also reported that the physician prefers to use the longer catheter for delivery with a shorter than usual lv lead. The catheter was removed and another catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).